Event description:
Air was noted in the line to the pt and the pump did not alarm. There was no resultant pt complications.

Manufacturer narrative:
The pump, administration set and solution bags were returned and complete visual and funtional testing was performed. The pump was found to have the air in line threshold set at 200 microliters. The pump was tested with the returned set-up and the same configuration as reported by the user facility at the time of the incident. The pump consistently alarmed when the presence of continuous air bubbles greater that the set threshold. Further air in line testing was performed with the pump' air in line threshold set at different parameters and different size bubbles injected. The pump alarmed and detected the presence of air. The MFR was unable to determine the cause for the reported issue. The MFR attempted to obtain pt info, however, the info was not available.